Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave was selected for use. After finishing left atrial applications, the physician was moving the catheter to the right atrium during an atrial flutter arrhythmia, once the catheter was placed, an effusion was noted on the intracardiac echocardiography (ice) imaging. The procedure was stopped to perform a pericardial tap. The patient is expected to fully recover from the event. No further information was provided.